Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/23/2015 with the following findings: review of the sound settings revealed all sound features were set to ¿high¿ with the exception of the temp basal, which was set to ¿off¿. On investigation, the auditory feature was found to experience intermittent failure beginning 45 seconds after activation of the audio module. The pump was opened for investigation and revealed a breech in the solder connection to the auditory module.